Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received. The complaint was alleged against the console. However, reviewing the cloud logs for the console, the complaint was not evident in the logs. Thus, the complaint was most likely alleged against the console it was transferred to but that console's serial number could not be ascertained and thus could not be requested to be returned for investigation. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. It was reported that an aic to aic transfer was completed but placement signal and waveforms did not appear on the aic. The patient survived the procedure.